Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of stent placement, it was observed that the stent was allegedly partially deployed after both lumens were flushed. The procedure was completed using another device. There was no reported patient contact.

Event description:
It was reported that during the preparation of a stent placement procedure, it was observed that the stent was allegedly partially deployed after both lumens were flushed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system of an 8x60mm e-luminexx stent was returned with original packaging for evaluation. The safety clip was in place upon sample receipt; the delivery system was properly attached to the performaxx handgrip, none of the deployment mechanisms were activated. The stent was found partially deployed for 5mm. The delivery system could be flushed without problems and a device compatible guidewire could be advanced through the entire lumen; no significant residues of blood were found in the lumen. No indication for a manufacturing related cause could be found. Photos of the device have been previously provided showing the device in the same condition with the stent partially deployed and the safety clip in place. It was reported that the user did not find any damage on the device after unpacking and the safety clip was well placed on handle when the partial deployment was observed. Based on evaluation of the sample returned. Premature deployment without activation of the deployment mechanism is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". H10: b5, g3, h2, h6 (component). H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of stent placement, it was observed that the stent was allegedly partially deployed after both lumens were flushed. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: a physical sample was not returned for evaluation but provided photos show the stent partially deployed with the safety clip still on the handle which leads to confirmed results for premature activation. It was reported that the user did not find any damage on the device after unpacking and the safety clip was well placed on handle when the partial deployment was observed. Based on provided information, and evaluation of the provided photos, the investigation is closed with confirmed results for premature activation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". The instructions for use states "a removable red safety clip (k) prevents accidental or premature stent release". H10: d4 (expiry date: 12/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.